Manufacturer narrative:
The device was subsequently explanted due to an unrelated systematic infection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that erosion of this device had occurred. A revision procedure was performed and the device was repositioned sub-muscular. At the end of the procedure, oversensing and loss of capture was observed on the left ventricular (lv) channel. The pocket was re-opened and testing of the associated lv lead was performed. It was determined that the lv lead was non-functional and it was removed from service. No additional adverse patient effects were reported.